Event description:
It was reported by the customer that the reservoir was leaking insulin. The customer stated that she had been having high blood glucose levels for three days and then noticed moisture inside the reservoir compartment. The customer then stated that she had changed the reservoir and did not notice any leaks at this time. The customer also stated that the o-rings appear aligned and there is some insulin between the two o-rings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.